Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had sudden pain in their lower medial buttock perineum after a replacement. It was reviewed to turn stimulation down or off to determine if pain was from stimulation or replacement surgery. No further complications were reported.